Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and a cloudy bag. The cause of the peritonitis event was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was discharged from the hospital four days after admission. At the time of this report, the patient was recovering from peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.